Event description:
While opening a single use product preprocedural, one of the items (acist handle controller and patient tubing) had visible, loose debris on the patient tubing. The debris appeared to be metallic in nature. Its sterility was in question, and it was decided to stop setup and open a new tray. The item in question was retained. Acist angiotouvh kit p65 ref: 014645 lot: 26725f.